Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used in the rectum during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was being placed to treat a tumor. During the procedure, the physician used fluoroscopy to locate the colon blockage and place the guidewire. The physician used direct visualization with a flexible scope to feed the stent over the guidewire. The delivery system of the wallflex colonic stent device was visible but the physician was unsure where the stent was located on the delivery system and felt the stent could not be clearly seen under direct colonoscopy visualization. The physician chose to estimate where and when to deploy the stent. Fluoroscopy was not used to confirm device placement during or after stent deployment. The stent was not deployed in stricture so it was not opening the blockage and not visible by colonoscopy. The physician elected to perform open colectomy for obstruction at this time and removed the portion of colon with the stent intact in the portion removed. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported open colectomy surgery performed. Reported event of stent positioning problem. The complainant indicated that the device was retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed